Manufacturer narrative:
Additional information reported to cochlear from recipient's clinic: the surgery to remove keloids was occurred on july 08, 2019.

Event description:
N/a.

Manufacturer narrative:
This report is submitted on july 9, 2019.

Event description:
Per the clinic, the patient experienced keloid scarring at the abutment site that was treated with a steroid injection. The implant remains in-situ.